Manufacturer narrative:
The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software only and performed the device evaluation. The ventilator passed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced an inoperable graphical user interface (gui). There was no reported patient involvement. The date of the event is unknown.